Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence cori software was showing a 5 degree flexion contracture when surgeon felt that the knee was at 0 degrees. The plan showed loose lateral compartment when they planned for it to be 1 mm tight. This was noticed before the bone cuts were made, the surgeon cut what he saw and then recut to fix the issue (no additional unintended bone cuts were performed). The procedure was completed with the same device without delay. Patient outcome was acceptable.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The screenshots were reviewed with clinical account representatives. The reported 5 degree flexion contracture could not be confirmed, but the 1 mm overlap of the lateral side in gap planning was confirmed. The pre-operative flexion range showed 18-132 degrees, and the post-operative flexion range shows -2 to 137 degrees. Although not confirmed, the most likely cause of the reported 5 degree flexion contracture could be a live read-out in the post-op baseline screen. A possible contributing factor for the perceived straight leg (0 degree) by the user as opposed to the 5 degree flexion contracture could be due to the bowing of the femur, making the long leg alignment appear straight. However, the system calculates the flexion/extension of the leg using the defined femoral mechanical axis (using hip center and femur center) and the tibia mechanical axis (tibia knee center and ankle center). This 5 degree flexion contracture could also be due to an exaggerated registration of one of the two knee centers when the leg is extended. Either the knee center of the tibia was taken too far anterior and/or the knee center of the femur was taken too far posterior. The user reported that the lateral side was looser than planned. The final implant planning screen prior to the first cut showed a 1.3 mm overlap on the lateral side. The pre-operative leg alignment is 12 degrees varus, which is indicative of significant varus knee deformity. Soft tissue release of the medial ligament is likely needed when the knee is this varus. In the event that the user performed a medial release, the entire knee joint would loosen because the lateral ligament would have already been stretched out due to the varus alignment of the knee. It is also possible that the tibia model was not accurately representative of the physical bone. It appears the posterior tibia point collection was minimal. If posterior osteophytes existed on the tibia, the tibia resection may have created a greater gap than planned once the osteophytes were removed in bone cutting. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.